Event description:
The customer reported that the blood glucose device gave a higher than expected result during a hypoglycemic event. At 9:00 pm the patient experienced low blood glucose symptoms of sweating and feeling jittery. The customer received a blood glucose result of 171 mg/dl on his aviva system at this time. The customer did not eat or take any medication; believing that the result of 171 mg/dl was correct. About 15 minutes later the customer became unconscious. The customer regained consciousness after several minutes and his girlfriend treated him with juice and cookies. A few minutes after eating the cookies he stated he began to feel better, he reported that he tested his blood glucose at this time and received a result of 180 mg/dl. The customer was not transported to the hospital.